Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior and after the date of treatment. Log file review showed no abnormalities that could have contributed to the reported event. At the treatment day, a gas exchange and energy check was performed after starting the device. No further energy checks were performed before each treatment, which does not meet the instructions for use. The energy was stable through out each treatment and similar for all eight treatments of this day. Clinical review could not be performed, because no topography and pre/post op refractive values available. The device history record (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported a case of over-correction after a lasik treatment of the patient's left eye (os). Additional information has been requested but not received to date. This is one of five reports being filed for this facility.